Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is unable to report on the quality of hearing with the device. The parents think they have noticed some responses to sound. There was no accident or changes in health reported. The family stated that the coil may have moved from its original position. It was recommended a follow up with the surgeon.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device investigation found that the implant was not working according to specification due to a malfunction of the electronic circuitry caused by a malfunction of an electronic element. The investigation results appear to match the problems mentioned in the patient report. The observed mechanical damages are attributable to the explantation surgery. This is a final report.

Event description:
The recipient is unable to report on the quality of hearing with the device. The parents think they have noticed some responses to sound. There was no accident or changes in health reported. The family stated that the coil may have moved from its original position though this was not confirmed. The device has been explanted. During explantation both the reference electrode and the lead wire of the device were severed.